Event description:
It was reported that the device could not be interrogated. The bluetooth was reset on the device with a magnet, and the device was able to be interrogated. The patient was asymptomatic.